Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient stated he last charged two days ago. Patient stated nothing was happening with the programmer and recharger. Patient stated he was getting poor communication on both units. Patient stated he was not getting any stimulation. Patient stated that two days ago he was getting symbols it was charging. No further patient symptoms or complications were reported in this event.